Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. The aquabeam motorpack was returned for investigation. Functional testing was unable to replicate the reported issue as the aquabeam motorpack functioned as expected. The root cause is undeterminable as the aquabeam motorpack was found to be functioning as expected. A review of the device history record (DHR) for the aquabeam robotic system / serial number (B)(6) and aquabeam motorpack / lot number 24c01846 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system us, english was reviewed. 11.2.3 non-sterile: console, motorpack, and foot pedal connection · connect the motorpack cable to the front of the console: · connect the motorpack plug on the front right port. · ensure the connector locks in place and the red marks on the motorpack and the console align. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam motorpack's dc motors would jog on its own without engaging the activation button when connected to the aquabeam console. Despite troubleshooting attempts, the issue could not be resolved, and the treating surgeon decided to abort the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.